Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-09923 and 2134265-2017-10155. It was reported that automatic pullback failed. The motor drive unit (mdu) was used in conjunction with an imaging catheter and a sled. During the procedure, the mdu freezes during pullback. It continuously freezes even after restarting it again. After it froze, the clock stops and the mouse doesn't work. No patient complications were reported.